Manufacturer narrative:
Manufacture date: february 11, 2017 ¿ february 14, 2017. One actual infusor unit was received at the plant for analysis. The unit was returned to the plant containing fluid in the bladder. Visual inspection on the unit via the naked eye noted evidence of leak/backflow at the fillport when the fillport cap was removed. Further examination on the unit revealed that the direct cause of the leak/backflow was due to a white particle approximately 2.67 mm in length lodged under the checkband. The white particle was subsequently identified to be acrylic material via ftir spectroscopy test. The reported issue was verified. The cause of the particulate matter was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that back flow was identified from the fill port of a small volume infusor during fill with saline and 5fu. There was no patient involvement. No additional information is available.